Event description:
Litigation papers allege, the patient suffered pain, discomfort, decreased mobility and walks with a constant limp.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported lot code 2491567 or 2499270. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update:(B)(6) 2017: legal medical records received. After review of medical records, there is no revision reported at this time. Laboratory results for metal ions were below 7 (mcg/l). This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(4) record created in order to update (B)(4). Reason for original complaint.- litigation papers allege the patient suffered pain, discomfort, decreased mobility and walks with a constant limp. Doi: (B)(6) 2007; dor: none reported (left hip). *patient is a resident of (B)(6). Update: 11/12/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update aug 21, 2017: legal medical records received. After review of medical records, there is no revision reported at this time. Laboratory results for metal ions were below 7 (mcg/l). This complaint was updated on aug 24, 2017. Update ad 18 april 2018: (B)(4) was re-opened under (B)(4) due to the receipt of pinnacle ppf and medical records. Ppf has no new allegations. After review of medical records, there is no new information added that will change the MDR reportability. Doi: (B)(6) 2007; dor: not reported: left hip.